Event description:
A malfunction was reported on a pump by a customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and was informed that they may continue to use it. The customer understood to contact technical support again if any malfunction code reoccurs.